Manufacturer narrative:
The device is not returning. No photos provided. The most likely cause of the reported allegation can be attributed to prying/leveraging the screw during insertion. The complaint cannot be confirmed.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via email that an ar-2323bct-2 biocomposite swivelock anchor broke during insertion. All the broken fragments were retrieved, and the case was completed using another ar-2323bct-2 biocomposite swivelock. This was discovered during a procedure on (B)(6) 2023. Additional information received on 5/17/2023: this was discovered during an rcr procedure.